Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis manifested by abdominal pain and cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with vancomycin and fortaz (doses, routes and frequencies were not reported). At the time of this report, the patient was recovering from peritonitis. No additional information is available. This report is 5 of 5.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported that the reported event occurred sometime in (B)(6) 2013. A review of all batch record documents was conducted for potentially associated lot number 13b18h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported problem cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).